Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to sepsis and end-stage renal disease. The pacemaker battery led to recurring sepsis and infected the left ventricular assist device. Pump was returned for ruby extraction.

Event description:
It was reported that the patient had an implantable cardioverter-defibrillator (ICD) exchange that became infected and led to the recurrence of sepsis. The ICD was not an abbott device. The death was not considered to be lvad related and the lvad operated as expected. No additional information was provided.

Manufacturer narrative:
Section h3: additional information; section d10, h4: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection and sepsis could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established. (B)(6), was returned assembled with a large amount of biological tissue present over the distal portion of the pump body, driveline, and sealed outflow conduit. The driveline (dl) was severed approximately 1.5¿ from the pump housing and the distal portion of the dl was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially and the distal half was returned attached to the inlet elbow. The proximal side of the flex section and the inlet tube were not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket), sepsis, renal failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Several sections of the hmii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.